Event description:
Change in MFR of calibration markings from having the calibrations mfg as part of the glass bottle (which was good) to having a sticker placed on the bottle (by the MFR) which is difficult to follow.